Manufacturer narrative:
Concomitant medical products: enbf2513c166e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three years and ten months post index procedure a CT revealed there was a distal type I endoleak with the right endurant ii stent graft limb. Additionally, there was an endoleak in the left common iliac artery. The endoleak in the left common iliac was due to either a retrograde flow, from the previously coiled internal iliac artery, or due to inadequate seal with the endurant ii stent graft bifurcate limb. The patient underwent a secondary intervention. Limb extensions were placed bilaterally and the right hypo was surgically ligated after implants. There were no leaks post intervention. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.